Event description:
It was reported that prior to the implant procedure, this device was unable to be interrogated. Three separate programmers were used to interrogate the device, but none was successful. The device was exchanged to resolve the event and there were no adverse effects reported. The device was subsequently received for analysis and is pending the investigation conclusion. Once the analysis is complete, this record will be updated with results.

Event description:
It was reported that prior to the implant procedure, this device was unable to be interrogated. Three separate programmers were used to interrogate the device, but none was successful. The device was exchanged to resolve the event and there were no adverse effects reported. The device was subsequently received for analysis and is pending the investigation conclusion. Once the analysis is complete, this record will be updated with results.

Event description:
It was reported that prior to the implant procedure, this device was unable to be interrogated. Three separate programmers were used to interrogate the device, but none was successful. The device was exchanged to resolve the event and there were no adverse effects reported. The device was subsequently received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Initial investigation noted no device telemetry which was confirmed when the device could not connect to a programmer or a telemetry test module in several instances. The device was sent for further analysis, during which the device case was opened. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical allegation of unable to establish telemetry was confirmed, however, the exact cause could not be determined as the device began to work normally during analysis.